Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that inlet tubing of a half day infusor separated from the device. This occurred while attempting to detach a syringe from the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured august 25, 2016- august 26, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo showed evidence of a broken syringe tip stuck inside the fill port. The broken syringe tip is not a baxter product. No evidence of physical damage or defect was observed on the fill port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.